Manufacturer narrative:
Product event summary: the stated reason for return of "freezing when analyzer is used" was not confirmed at analysis. It was noted that the left latch of the cord bay was broken. A software reconfiguration was to be performed to eliminate possible software issues, the cord bay was replaced and the device was cleaned. It passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen froze when being used with the analyzer. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product was returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.